Event description:
On (B)(6) 2013, patient contacted animas, alleging that the rubber keypad was peeling and all the keypad buttons were unresponsive. Patient stated that the pump was not exposed to moisture and there was no trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.